Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch # 1221934-2016-10075, 1221934-2016-10077. (B)(4). The lot expiration date is currently unavailable. Awaiting device return.

Event description:
The sales rep reported that during an am acl repair that the flipping suture on the rigidloop adjustable cortical implant long broke after the button was flipped. The surgeon confirmed with x-rays that the button was flipped and sitting on the bone correctly. The sales rep reported that the suture broke inside the joint space right at the button and pulled out. The surgeon was pulling on the suture with his hands when the suture broke and no other rigidloop was needed to secure the fixation. The sales rep reported that the graph size was 10 1/2 and tunnel was 10 1/2 for both tibial and femoral. During the same procedure the surgeon was doing a meniscal repair and using the omnispan meniscal applier when the needle bent on the second deployment of the omnispan meniscal repair system 0 degree needle. The surgeon cut the suture leaving the 1st implant secured within the meniscus. The surgeon then used a 2nd omnispan meniscal repair system 0 degree needle which also only deployed the 1st implant and then did not fire the second implant. Again the surgeon cut the suture leaving the 1st implant secured within the meniscus. The surgeon completed the procedure with another like gun and a 3rd omnispan meniscal repair 0 degree needle placed adjacent to the first two implants. The sales rep reported that there were no patient consequences but there was a ten minute delay in the procedure.

Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information is available to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
Product complaint # (B)(4). : if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not available for a physical evaluation and no further information is available to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during an am acl repair that the flipping suture on the rigidloop adjustable cortical implant long broke after the button was flipped. The surgeon confirmed with x-rays that the button was flipped and sitting on the bone correctly. The sales rep reported that the suture broke inside the joint space right at the button and pulled out. The surgeon was pulling on the suture with his hands when the suture broke and no other rigidloop was needed to secure the fixation. The sales rep reported that the graph size was 10 1/2 and tunnel was 10 1/2 for both tibial and femoral. During the same procedure the surgeon was doing a meniscal repair and using the omnispan meniscal applier when the needle bent on the second deployment of the omnispan meniscal repair system 0 degree needle. The surgeon cut the suture leaving the 1st implant secured within the meniscus. The surgeon then used a 2nd omnispan meniscal repair system 0 degree needle which also only deployed the 1st implant and then did not fire the second implant. Again the surgeon cut the suture leaving the 1st implant secured within the meniscus. The surgeon completed the procedure with another like gun and a 3rd omnispan meniscal repair 0 degree needle placed adjacent to the first two implants. The sales rep reported that there were no patient consequences but there was a ten minute delay in the procedure.